Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the connection of the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was noticed prior use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected. Results: it was observed that the feedset tubing was separated from the spike. Further inspection revealed that sufficient amount of glue was present around the spike tubing connection; however, the glue had not bonded. A lot check revealed no other complaints of this nature for lot number 110608. Conclusion: the feedset tube had become separated from the spike due to the failure of the glue bond that joins the spike to the water feedset tube. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the reported leak developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).